Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on march 02, 2021 with lot number 1128446. Visual analysis of the returned device identified: opening, wear abrasion, crease fold and yellow particles in the inside them device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening

Event description:
Healthcare professional later reported "pain in left breast."

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted.